Event description:
It was reported that the pt was re-implanted on (B)(6) 2011. According to info on the device explantation report, the x-ray showed broken clover leafs on the reference electrode. The clover leafs were also dislocated. An increase of the gp-impedance was observed: 2004: 1.6 kohm, 2007: 1.7 - 5.5 kohm, 2009: 6.9 kohm; 2011: 8.8 kohm. The pt had significant decrease in speech recognition.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.